Event description:
The following was documented by carefusion technical support to capture an event that occurred at one of the user facilities: "[the customer] claims this unit was on a pt when the problem occurred, unit was setup with a humidifier and there was water in the circuit, they were in the process of positioning the circuit on the pt and water got in the awp line, the delta p was fluctuating from 83 to 40. The unit was removed from the pt and the pt was placed on another oscillator, they claim there was no harm done to the pt."

Manufacturer narrative:
(B)(4). The alleged faulty user interface module (uim) was received and routed to the carefusion's service dept for investigation. Carefusion service dept evaluated the user interface module, and was able to duplicate the reported issue. The root cause of the issue was attributed to a faulty control printed circuit board assembly. The control printed circuit board assembly was removed and a new control printed circuit board was installed. Software was reloaded, and performance tests were ran to assure that the unit was performing according to manufacturer specifications before it was shipped back to the customer.